Event description:
Reporter has portacath manufactured by horizon medial products. The first was installed in 2002. In 2003, a section 7 1/4 inches long broke loose, traveled through their heart, and became lodged in their left pulmonary artery. As it passed through the heart, it caused them to go into atrial fibrillation. This required a catherization-type procedure to remove the breakaway piece from the pulmonary artery, as well as a surgical procedure to replace the defective portacath device.